Event description:
Event was reported to caldera medical by an attorney. The pt experienced problems stopping the flow of urine, stress urinary incontinence, and painful intercourse. No further info has been provided.